Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer's initial report stated that the disposable pencil sparked during use. The surgeon complained that the (B)(4) foot pedal (a non-covidien product) was not working properly with the covidien generator. The surgeon used coag on 30w then pushed it to 35w then to 40w and the disposable pencil sparked. The disposable pencil and pad were disposed off. Follow-up with the site found that (B)(6) post operatively from the colonoscopy, the patient returned and was found to have a perforation at the place of the polyp removal in the bowel. The patient was transported to a hospital and the perforation repaired. Patient is now home an is doing ok. The doctor asked that the generator be checked as a precaution and mentioned he had seen sparks when the device was turned up higher. The hand piece was manufactured by (B)(4) and the pad was manufactured by (B)(4).